Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Cicenia, marianna, et al. (2023). "ICD outcome in pediatric arrhythmogenic cardiomyopathy." International journal of cardiology, https://doi.org/10.1016/j.ijcard.2023.131381. It was reported in the above journal article that in nineteen pediatric patients with arrhythmogenic cardiomyopathy (acm) that underwent implantation of an implantable cardioverter defibrillator (ICD) between january 2011 and december 2022 (15 patients were implanted with a subcutaneous ICD, or s-ICD, and 4 patients were implanted with a transvenous ICD, or tv-ICD), appropriate therapies occurred in a minority of primary prevention patients and frequently in secondary prevention patients. The rate of inappropriate shock therapy and device-related complications were rare and most often wound related. For tv-ICD systems specifically: one patient required lead repositioning due to lead dislodgement. In another patient, an inappropriate shock occurred during stress exceeding the ventricular tachycardia (vt) detection rate threshold. In this last case, the ventricular fibrillation (vf)/vt-detection rate threshold was increased, and beta-blocker therapy optimized. Please see the attached article for further details.